Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose of 470mg/dl. Customer had slot of tiny air bubbles and become a big air bubble when they remove reservoir from the insulin pump after blood glucose was elevated. Products will be returned for analysis.